Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a coelio procedure, the clips would not hold after placing. On five clips placed during the procedure, three were not closed and fell into the patient. The clips were removed. Another like applier was used. There were no adverse consequences for the patient.